Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Consumer sent e-mail stating brush head came apart whilst using it. No injury was reported.

Manufacturer narrative:
15-jun-2018 product investigation results: reporter returned toothbrush head on (B)(6) 2018. Toothbrush head confirmed to be counterfeit.

Event description:
Consumer sent e-mail stating brush head came apart whilst using it. No injury was reported.